Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the middle of a robotic laparoscopic prostatectomy procedure, the bipolar fenestrated grasper (bfg) broke. The tips of the bfg remained open, and a piece of the white part fell into the patient¿s abdominal cavity. The broken part was retrieved from the patient's cavity, and the bfg was removed following the broken instrument protocol. The bfg was replaced with a new instrument. There was no patient injury.

Manufacturer narrative:
Corrected info: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the middle of a robotic laparoscopic prostatectomy procedure, the bipolar maryland forceps (bmf) broke. The tips of the bmf remained open, and a piece of the white part fell into the patient¿s abdominal cavity. The broken part was retrieved from the patient's cavity, and the bmf was removed following the broken instrument protocol. The bmf was replaced with a new instrument. There was no patient injury.

Manufacturer narrative:
D9, h3 and h6: annex b and annex d have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar maryland forceps (bmf), as well as the associated device data and provided images. Visual inspection of the returned bmf noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. Part of the white plastic pulley was disengaged and the disengaged piece was returned. The drive cable was displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates an error code ¿motor position limits¿ being triggered as an after effect of the reported pulley break. The use life of the instrument was two hundred and eighty minutes with a use count of three at the time of failure. Review of the provided images noted that the first image shows the distal end of the instrument with part of the white plastic pulley disengaged and the second picture shows the disengaged piece of the pulley outside the body. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the middle of a robotic laparoscopic prostatectomy procedure, the bipolar maryland forceps (bmf) broke. The tips of the bmf remained open, and a piece of the white part fell into the patient¿s abdominal cavity. The broken part was retrieved from the patient's cavity, and the bmf was removed following the broken instrument protocol. The bmf was replaced with a new instrument. There was no patient injury.